Event description:
From staff: medical device malfunction, argon plasma coagulator tip came off, fiapc sonde m. Filter 2200c item ref# 20132-218, lot# 212660. The tip of the argon plasma coagulator off very easily while cleaning it. For reference, the tip of the coagulator is 1/4 the size of an average pin head. Said tip came off with its wiring while cleaning it in the middle of surgery. Tip is currently not included in the submitted device because the said part has tissue in it and was best to have it discarded. As soon as the tip was noticed to have come off, device was plugged out and quickly replaced with a new one. No harm was done due to said incident but may potentially put patient at risk if it happens again intraoperatively while doing said coagulation if it may happen again.